Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported leaking occured by the drip chamber during an infusion. There was obvious defect noted in the drip chamber with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no any spillage- and no any drug exposure to patient or staff. The leak occurred in the beginning of infusion. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
Received one (1) used list #142730490 plum 150 ml burette set. As received a small tear was observed in the juncture on the base of the drip chamber. The deformation of the tubing appeared to be rough and stretched out. The complaint of drip chamber leakage can be confirmed due to the tear found. The probable cause of the observed damage is due to external pulling force. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint